Event description:
Consumer claims that he had a cool mist humidifier set up on top of his refrigerator and it had been running for 2-3 hours. He states that he smelled something burning and allegedly found the humidifier on fire. There were no injuries or property damage reported with this incident.

Manufacturer narrative:
This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer claims that he had a cool mist humidifier set up on top of his refrigerator and it had been running for 2-3 hours. He states that he smelled something burning and allegedly found the humidifier on fire. There were no injuries or property damage reported with this incident.